Event description:
It was reported that at the 24 hour post-procedure check noise was observed on all three lead electrograms. The device was not sensing appropriately, but the thresholds on all three leads were less than 1 volt. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis found integrated circuit current leakage. Preliminary analysis found device was under sensing and low pacing amplitudes. Further analysis confirmed a failure to sense and low pacing outputs. The symptoms were caused by a loaded supply from leakage in an integrated capacitor.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis found integrated circuit current leakage. Preliminary analysis found device was under sensing and low pacing amplitudes. Further analysis confirmed a failure to sense and low pacing outputs. The symptoms were caused by a loaded supply from leakage in an integrated capacitor.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.